Event description:
Patient called out stating that "she was bleeding". Assessed patient no source of blood found. Blood was on patient's sheets. Noticed that patient's IV was leaking. Attempted to flush IV and IV was unable to flush. Asked another nurse to attempt to insert another IV. When existing IV was removed catheter wasn't in place. Patient states that "she did not manipulate the IV. Hospitalist, performed ultrasound at bedside which did not show catheter. X-ray ordered at this time. X-ray confirmed catheter piece in left wrist area.